Event description:
This wire was minimally used during the cath procedure. The wire was pulled out of the patient. A post picture of the heart revealed the floppy portion of the wire remained in the coronary vessel. The patient needed to be taken to the or due to a perforation.